Event description:
Manufacturer's ref #: 213615.

Manufacturer narrative:
No service on the ventilator has been requested by the user facility. Evaluation of provided ventilator logs found that on the reported event date and time, there are several log posts that disconnection/suction program was started but no alarms for low o2 concentration were generated. The low o2 concentration alarms are generated when the o2 concentration becomes lower than the lower alarm limit which is set value -5 vol%. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The ventilator passed pre-use check 8 days prior the reported event date. The root cause of the reported low o2 concentration could not be determined. H3 other text : 4114.

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of: maquet critical care ab (manufacturer). Ref. Exemption : e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that during patient treatment, the delivered o2 concentration was not as set value. There was no patient harm. Manufacturer's ref #: (B)(4).